Event description:
It was reported that implantation notes indicate that although no ossification nor resistance were met, incomplete insertion was reported at initial activation (electrodes 10, 11 and 12 were extra cochlear). Electrodes 8-9 read hi. At 3 months, her sentence scores were 50%. The patient returned for her annual evaluation and a decrease of sentence scores to 31% was seen. It was noted that electrode 7 was hi and deactivated. Facial stimulation was noted on channel 2 (left eye and lower lip). On (B) (6), 2009, it was noted that there were subjective decreases in performance (loudness growth). On (B) (6), 2009, the patient was re-mapped to appropriate levels without evidence of facial stimulation, however subjective c/o quality and loudness. The patient has been scheduled for re-implantation on (B) (6), 2009.

Manufacturer narrative:
The device has not yet been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.